Event description:
During the insertion of a pic line, the guidewire was left in place. This was discovered on a follow-up x-ray on 4/3/97, where the wire had migrated from the catheter. This did show up on the incident x-ray after line placement. The wire was removed per transcatheter retrieved without incident. No harm to the pt occurred.